Event description:
An optometrist reported several cases of corneal infiltrates following the use of this product with a silicone hydrogel contact lens. The optometrist was unwilling to provide additional information; therefore, follow up was not able to be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The optometrist was unwilling to provide additional information; therefore, follow up was not able to be conducted. (B)(4).